Event description:
The facility contact reported via a 01/2006 e mail that there was a blood leak using a CT 190g dialyzer. It was the 34th use for this dialyzer. The facility contact also reported that the manual reuse pressure gauges in place pressures 15 and 45psi.